Manufacturer narrative:
During advance failure analysis, initial findings were partially confirmed. The instrument was found with a dislodged grip pulley. The rattling noise reported appears to be related to the dislodged pulley becoming dislodged within the housing. Additional finding was a loose grip cable. The housing was removed and grip drive input was inspected. The cable was found to have lost tension and is likely related to improper winding of the grip cable on the grip input thread. The probable root cause of this failure is attributed to the manufacturing process. As a result of the improper seating of the grip cable to the grip input thread, it is likely that the cable on the grip drive became loose, reducing grip tension and resulting in the backend pulley becoming dislodged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was found to have the grip pulley dislodged from the dowel pin at the back end. The pulley was rattling inside the housing. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) would not open. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The complaint was confirmed by failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument (480422/k112311240015) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system sk3033. The instrument had 0 uses remaining after last use. Image(s) and/or video clip(s) associated with this reported event were submitted for review. In addition, DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to component susceptibility to damage. There was no additional observation. The incident is also associated with a field action isifa2022-01-c. Given that the field action is in progress, no additional actions are required.

Event description:
Refer to h11 for follow-up information.